Event description:
The customer reported that erratic cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for three patients. This report is three of three and represents the erratic and imprecise accutni results, above the acute myocardial infarction (ami) cutoff, generated for a third patient on (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicated that upon multiple repeat testing on the same instrument, erratic results above the ami threshold were generated. Collectively the results were outside the precision claims of the assay. Additional same-patient results were provided by the customer, however no other patient assay results associated with this event were in question. The erratic, elevated accutni results were reported out of the laboratory and the patient was transported, and assumingly admitted, to another hospital based upon the erratic accutni result. The sample was collected in a lithium heparin tube and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that the instrument accutni quality control result ranges for each accutni level during the timeframe of the event were set approximately two standard deviations wider than peer values. However, the customer's mean value was set at approximately the same as the peer mean result. A system check performed prior to the event indicated that there was a system flag on the last unwashed replicate. All other values were within guideline range for that portion of the system check.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced the transducer and adjusted the voltage and mixer speed. A subsequent system check generated acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-06500, 2122870-2011-06501, 2122870-2011-06502.